Event description:
During priming of a photopheresis procedural kit, alarm # 24 (system pressure test failure) came on. Several attempts were made to resolve the alarm, unsuccessful. This is a near miss event for the pt was not connected to the device. The vent occurred during installation of the kit procedural kit. According to the service report, it was related to the pressure transducer defect.